Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery on the heartstart xl showed a low battery and that a problem with the battery was identified. There was no pt involvement.